Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.

Event description:
It was reported that the patient underwent a cervical procedure approximately a year ago. It was found recently that the fixation rod broke. Reportedly the revision surgery maybe required.